Event description:
It was reported that this pacemaker was explanted and replaced after reverting to safety mode operation. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. Analysis of the device confirmed critical therapy remained available. Review of the device memory observed several system faults/resets were recorded on 24-oct-2024; these were likely triggered by an inconsistency in an address in the device memory. The laboratory technician loaded new firmware onto the device and monitored it to see if the device would revert back into safety mode, but it did not. The identified system faults resulted in the device moving to safety mode operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
It was reported that this pacemaker was explanted and replaced after reverting to safety mode operation. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.